Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was able to be removed from the rotablator plus device with little issue. There are numerous kinks along the wire. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. The wire was able to be removed from the device with little restriction/issue due to the numerous wire kinks. There are numerous kinks along the body of the rotawire. It was inspected according to procedure. Dimensional inspection of the device that could be measured were performed and were within specifications.

Event description:
It was reported that the burr was unable to retract over the wire. The target lesion was located in the severely calcified superficial femoral artery (sfa). A 2.00mm peripheral rotalink plus and a peripheral rotawire were selected for use. During procedure, the burr stalled on two occasions. Subsequently, upon withdrawal, it was noted that the burr could not be retracted over the rotawire. The devices were able to be removed as a single unit from the patient's body, but lost wire access wire across the lesion. A new access was obtained and successful angioplasty was performed to complete procedure. There were no patient complications reported.